Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the patient developed hematoma at the impella site. This was treated by manual pressure, femstop, reversal of coagulopathy. The site was reported to be soft and eccymotic. Patient also required blood transfusions and a sepsis was suspected. Urine was observed to be amber to rose colored. The patient subsequently went into acute renal failure requiring hemodialysis. No further information regarding resolution is available.

Manufacturer narrative:
Clinical review a 77 year old male with a history of recurrent ventricular tachycardia was admitted for electrophysiologic treatment. As the patient deteriorated during the procedure, an impella cp was placed and the ablation was successfully completed. Urine color was suggestive of hemolysis and the patient subsequently went into acute renal failure requiring hemodialysis which could have been caused by the underlying disease but at least be aggravated by the hemolysis. Manual and mechanical pressure had to be applied to a hematoma of the impella cp access site. Patient also required blood transfusions and a sepsis was suspected. The impella cp was removed after 1 day of support. Device status. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
A4: updated patient weight. H4: added manufacture date, this was omitted in the initial in error.

Manufacturer narrative:
B2 revised selection as it was reported incorrectly on the initial report that was submitted. B5 information was received and added. E1 added initial reporter facility name, initial reporter address line 1, initial reporter city, initial reporter state, zip code and zip code extension as it was omitted from the initial report that was submitted.

Event description:
Additional information was received. The pump was explanted and the groin site was stable post explant.